Manufacturer narrative:
The t:slim pump user guide states: replace the cartridge every 72 hours if using novolog. The infusion set must be replaced and rotated every 48¿72 hours, or more often if needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 430 (mg/dl). Customer attempted to administer a bolus with the pump and avoid eating to stabilize bg levels; however, bg levels remained elevated. Reportedly, customer uses novolog and did not change cartridge or supplies for 5-6 days. System check with tandem technical support indicated pump was performing as intended. Customer was reminded that novolog is indicated for use up to 72 hours.